Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. Also, on (B)(4), svn#: 000312505292 - customer returned pump for an alleged audio/vibrate anomaly and pump error 63 alarm found on (B)(6) 2021. The pump passed the self test, displacement test, active current measurement and sleep current measurement. The pump was monitored for several days and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. No unexpected pump error 63 alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 20:31:22.000 . (B)(6) 2021 10:31:58.000 to (B)(6) 2021 18:20:30.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 20:24:00.000. And failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 10:32:02.000 to (B)(6) 2021 10:34:19.000 upon checking on the detail trace file, low battery alert and failed batt/battery failed alarm was expected since the battery has low power. The customer may have used a low/depleted battery. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on (B)(6) 2021 12:08:51.000 due to a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked retainer, a scratched case and a serial number label fading. A cracked retainer was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. Audio/vibrate anomaly was not confirmed. Pump error 63 alarm was confirmed. Pump error 63 alarm due to broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss alarm. Customer stated that auto test was failed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.